Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Correction. The following fields were corrected as part of this follow-up report. Section h6. Health effect -impact code and medical device problem code.

Event description:
The user facility reported that a 53-year-old male was implanted with impella cp for support of cardiac arrest. Following impella placement, patient running at p-9, 4lpm, red colored urine per staff. No labs drawn to detect hemolysis. Patient upgraded to 5.5.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.